Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that data was missing from pump history. There was no reported adverse impact to the customer. Reportedly, the pump would continue to be used for insulin therapy and manual injections if necessary.